Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) did not last as long as the patient expected. The patient thought the device would last for eight to ten years and the device lasted four years. The device is on the shortened replacement window advisory. The patient stated she thinks she now has a competitor's device. No adverse patient effects were reported. A request for additional information was made. The local boston scientific field representative was not able to provide any further information regarding this issue.